Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized, due to high blood glucose levels of 616 mg/dl. It was reported that the insulin pump was alarming low reservoir. It was stated that prior to the hospitalization, the customer had been vomiting all day and the night before.